Event description:
Consumer reported having a scratched cornea and being seen by hcps who diagnosed a fungal infection os. Consumer provided receipts for the following medications: vigamox; vancomycin; prednisolone; tobramycin; natacyn; amphotericin; _poxy-n apap. Several attempts have been made to obtain medical information from hcps without success.

Manufacturer narrative:
The consumer discarded the device and no medical documentation has been received. Based on available information, no causal factors can be determined and no conclusion can be drawn.